Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed motor error and failed battery. However, the customer was not able to troubleshoot at the time of the call. Customer blood glucose reading was unknown. Product will not be returning for analysis.